Event description:
Suture broke after anastomosis of the graft. A cardiac surgeon was using this device, but the exact procedure being performed is not known. It is not known whether there were any sequelae after this event. The suture was sent to the MFR. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.